Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. Additional information has been provided in d.4, d.6, and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptics were stuck and there was a line on the lens during implantation of the iol. The surgeon left the lens implanted. The surgeon stated it seems the patient has no visual impairment. Additional information has been requested.